Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' one certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and debris on the screw threads and drive feature. No pre-existing conditions were noted on the per. The reported product was located on tooth # 46 and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (loosening). DHR review was completed for the subject lot number 114300. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (114300) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (components loosening) or product (iunihg). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor indicated a loosening of the prosthetic abutment screw with a light rotation of the crown noticed. Doctor removed the screw and placed a new one. Tooth site #46.